Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2011, 04/05/2011 and 04/11/2011 by phone, fax and mail. Additional information was received 03/31/2011 by phone. Medical records were received 04/22/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported poor distance vision and seeing halos following bilateral intraocular lens (iol) implant surgeries. He stated that when he covers his left eye, his vision is better. Medical records were received and reviewed. Following implantation of the first eye, the consumer reported that his vision was "fine." However, once the fellow eye was implanted, he reported glare, that his day vision was not sharp, he had trouble following a golf ball, his vision was blurry and he had trouble seeing road signs. The consumer had a yag laser procedure eight months following implant surgery. Following the yag, he reported it was harder to watch television, he still had a hard time reading road signs and he experienced occasional diplopia. One year following the implant surgeries, the consumer is able to read without corrections, but remains unhappy with distant and intermediate range vision. There are two medical device reports associated with these events; this report is for the right eye.